Event description:
During cryo ablation procedure, a polarx was selected for use. It was reported that an error console detected blood in the catheter occurred it is unknown if blood was present in the catheter. Two gas cables were used to solve the problem without any positive. The procedure was completed successfully with no patient complications. No information for the device return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.